Event description:
It was reported that the customer's insulin pump continues to prime. It was also reported that the drive support cap is sticking out. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to protruded/loose drive support disk. Unable to perform prime test due to loose drive support disk. The insulin pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.